Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac artery. 300 ivl pulses were delivered successfully. A detachment occurred during ivl catheter removal, resulting in the catheter breaking into two pieces. The ivl balloon was fully deflated, and no excessive force was applied during removal. The detached components were retrieved in the introducer sheath and were not left inside the patient. No patient harm was reported.

Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure, "detachment of device or device component" was confirmed. The device was returned in 2 sections. The first section included part of the inner member, tri-port hub and the connector boot plug end. The second section included part of the inner member, balloon and the outer shaft. All components were returned and accounted for. Based on the reported information and investigation observations, the device possibly got stuck in the introducer during removal, and the force used to remove the device from the introducer may have caused it to detach. The exact cause of the device getting stuck could not be determined, but review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.